Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and was unable to reproduce the reported "no blood pressure" issue. However, the fse was able to get the device working properly with system trainer. The fse performed all functional, and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer, and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no blood pressure waveform on device. Customer switched to different cardiosave. No patient harm, serious injury, or adverse event was reported. Customer reported no blood pressure waveform on device. Customer switched to different cardiosave with no adverse event/effect to patient.